Event description:
It was reported that procedure was cancelled. The 100% stenosed target lesion was located in the moderately tortuous and severely left forearm vein. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. During the procedure, the device could not cross the lesion. The device was not completed due to same device unavailable. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the patient was sedated with local anesthesia when the issue occurred, and the procedure was completed with the device.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that procedure was cancelled. The 100% stenosed target lesion was located in the moderately tortuous and severely left forearm vein. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. During the procedure, the device could not cross the lesion. The device was not completed due to same device unavailable. No complications were reported, and the patient was in good condition after the procedure.